Event description:
Procedure type: low anterior resection. According to the reporter: during the second grip of the handle, the device made a cracking sound and the doctor felt something strange in the firing. Malformed staples and sulu damage were both confirmed. The doctor observed that the anvil was disengaged. The doctor released the jaws form the tissue by force, but without damage to the tissue. The procedure was converted to an open surgery and was competed by dst anastomosis. No post operative problems were confirmed. There were no abnormal conditions of the tissue or improper use by customer. Operating time was extended by more than thirty minutes, there was tissue loss and tissue damage. A component was disengaged into the cavity and was retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).